Event description:
It was reported that shaft break occurred. A 3.50 x 16mm synergy xd drug-eluting stent was advanced for treatment. However, during procedure, stent would not pass through the guide and was forced to advance by the physician until delivery shaft broke. The procedure was completed with a different device. There were no patient injuries reported.